Event description:
A standard broach was first inserted, but during torque test was found to be unstable and a 13 lm broach was inserted and fully seated. A 14 lm broach was then inserted, but could not be fully seated. The 13 lm broach was again inserted adn fully seated. During insertion of a 13 lm stem the anterior lateral greater trochanteric area was fractured. The 13 lm stem was extracted and a 2mm smaller stem was cemented in place. This was the implanting surgeon's first case using the device stem.